Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. The device passed functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. The reported issue was verified through an event history log review. Upon conclusion of the investigation, the cause was determined to be use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient had felt overfilled during therapy but did not feel overfilled at the time of the report. The technical service representative (tsr) arranged a swap of the device and discussed the use of manual supplies to complete therapy until the new device arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.